Event description:
It was reported that the pt had surgery in 1999 and panacryl suture was used. The pt went back to surgery 9 days later due to a post-operative bowel obstruction that did not respond to three days of nasogastric suction. On the second surgery the physician noted that the panacryl suture was intact with good approximation of the fascia and no evidence of wound disruption. The panacryl suture was removed and release of adhesion done. The physician closed the abdomen with running mass closure of # 1 panacryl with the knots placed below the fascia at the apex and nadir of the incisions. The subcutaneous tissues were irrigated and skin was closed using wide staples. Five days later, the pt developed a urinary tract infection and was treated with gentamycin. Two days later the pt developed an infection of the abdominal incision and the incision was opened approximately 2-2.5 cm and culture and sensitivity obtained. Wound packed with saline moistened gauze. Sonogram of abdomen 3 days later revealed no discrete seroma or abscess. Pt received medication for staphylococcus aureus infection of the abdominal incision (staples). 12 weeks following original surgery, pt has an area of swelling and an incision was made just interior into umbilicus which was observed to be blue, and spontaneously drained clear bloody fluid. There was no elevated temperature, no nausea or vomiting. No tenderness or erythema aorund incision. Small area approximately 1mm in size which is opened in mid incision just inferior to the umbilicus. Area opened for distance of approximately 2.5 cm. Necrotic fat identified. No evidence of break down of the fascia and no evidence of purulent material. Culture was obtained and area derided. Wound culture showed light growth of staphylococcus aureus. Two weeks later, pt seen regarding healing of the incision infection which has been treated for drainage approximately two weeks ago. On exam the opening of the skin represents healthy granulation tissue. No purulence in duration or drainage. Area was treated with silver nitrate about 3 weeks later. At the doctor's office, the mid line incision shows evidence of a drainage sinus just inferior to the umbilicus and approximately 4 cm further interior toward the pubis with secondary drainage. There is no evidence of hernia formation. Pt underwent a wound debridement with resection of previous mid line scar and primary end delayed closure. Post operative diagnosis is multiple sinus tracts in previous mid line with suture rejection and a sinus tract of the full length of the incision. 5 months post original surgery, pt seen and there was no evidence of infection and no evidence of wound complications.